Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. No issues were noted with the procedure that would relate to the citrate reaction. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. The rdf analysis did not find a conclusive root cause in the procedure for the patient citrate reaction. It is possible that the reaction was related to the patient disease state and/or physiology. The spectra optia apheresis system essentials guide provides a caution for use: "patients with impaired or abnormal citrate metabolism (for example, if the patient has liver or renal disease)may present an increased risk of citrate sensitivity. Attending physicians should assess the appropriateness of such patients for apheresis procedures and prescribe how they should be monitored during procedures."

Event description:
The customer reported that a patient had a citrate reaction during a therapeutic plasma-exchange (tpe) procedure. At 45 minutes into the procedure, the patient complained of cramping in feet, legs, and hands. He was nauseated and had the urge to have diarrhea. The procedure was paused and they started to give saline. About 15 minutes later, they restarted the procedure. The patient said the cramping wasn't getting any better, so they started rinseback. A 2gm of calcium gluconate was given to the patient post-rinseback via IV, and administered over one hour. The customer declined to provide the patient identifier, age, or weight. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of IV calcium gluconate.